Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off/ stopper creepout was observed. The photo showed a tube in a biohazard bag with no hemogard closure attached. Blood leaked from the tube but remained contained within the biohazard bag. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination for issues with the hemogard closure and stopper assembly. No issues were observed as all products met specifications. Ten (10) of the retention samples were subjected to functional testing and not issues of stopper pop off or creepout were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper pop off/ creepout based on returned photo analysis. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tube there was stopper creep out or loose closure. The stopper pop off event occurred 4 times. The stopper creepout event occurred 4 times. The following information was provided by the initial reporter. The customer stated: there was "blood spillage of from the lithium heparin tube when it was being transported to the laboratory. This was caused by the lithium heparin tube cap dislodged from the tube. The customer also noted that after blood specimen was filled into the lithium heparin tube, the tube cap popped off on its onw and could not be recapped back tightly. This had caused spillage of sample and customer has to resample from patient."